Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was a rise in the threshold vector and a loss of capture on the left ventricular lead was discovered. The device was reprogrammed and the patient was stable with no patient consequences.